Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used in the ureteropelvic junction of the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another occlusion balloon catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used in the ureteropelvic junction of the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another occlusion balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was burst. No damage found on the catheter of the device. Microscopic examination was performed and it was found that the balloon had burst. Based on the available information, it is possible that factors encountered during the procedure, and/or the interaction between the scope and the balloon could have caused the balloon damage. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.